Event description:
As reported by the user facility: reports: hooked the baxter set to the upper y-site and the baxter set unraveled off the ultrasite valve. Reports two incidents led to chemo spills as secondary was wide open. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. The samples were discarded and are not available for evaluation.

Manufacturer narrative:
The actual devices in the reported incidents were not returned for evaluation. Since the facility did not return the actual samples or the reported mating baxter part, a thorough investigation could not be performed. The house retain samples for the reported lot were tested by attaching the ultrasite valves to various b.braun mating components which met iso standards. The connections were noted to be tight and secure. No specific conclusions can be drawn at this time.